Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving high reading issues with the use of her adc freestyle libre sensor when compared to a healthcare professional meter. A sensor scan result of 6.8 mmol/l (122 mg/dl) was obtained and the customer experienced a loss of consciousness and fell into a coma. The customer was taken into the intensive care unit where a capillary test result of 1.6 mmol/l (29 mg/dl) was obtained on the hcp device and the customer was diagnosed with hypoglycemia. The customer further reported she received treatment from the hcp, but no treatment information was provided as the customer could not recall treatment details. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed

Event description:
A customer reported receiving high reading issues with the use of her adc freestyle libre sensor when compared to a healthcare professional meter. A sensor scan result of 6.8 mmol/l (122 mg/dl) was obtained and the customer experienced a loss of consciousness and fell into a coma. The customer was taken into the intensive care unit where a capillary test result of 1.6 mmol/l (29 mg/dl) was obtained on the hcp device and the customer was diagnosed with hypoglycemia. The customer further reported she received treatment from the hcp, but no treatment information was provided as the customer could not recall treatment details. There was no report of death or permanent injury associated with this event.